Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, a cortical screw broke off in the patient. The cortical screw was used for compression in the plate. The thread of the screw is still in the patient the surgeon concern about taking it out. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report involves one (1) 3.5mm cortex screw self-tapping 38mm. This is report 1 of 1 for (B)(4).